Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava (grade ii). The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Around three years and eleven months post filter deployment, computed tomography revealed grade 3 caval perforation of 12 o¿ clock and less so 10 o¿ clock legs to abut duodenum. Multiple grade 1 perforations of all of the other legs were noted. There was migration of the filter and the apex of the filter was within 1.00 cm of the left renal vein confluence. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2018).